Event description:
A physician reported the microsensor was leaking a minimal amount of csf during procedure, before implantation site closure. It was replaced with a new microsensor of the same type which could be used normally. The event led to 20 minutes surgical delay.

Manufacturer narrative:
The icp sensor catheter kit (826633) was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.